Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device was returned in a product coil/hoop with flushing needle. No issues noted with hoop. Device was removed from hoop without issues. No mandrel or stent protector returned. A visual (via scope) examination of the crimped stent identified stent damage. Damage was noted to the most proximal stent strut row with struts lifted and bent back distally. The stent showed no signs of movement on the balloon and was set between the proximal and distal marker bands. The crimped stent od (outer diameter), of the undamaged distal and mid-stent was measured by snap gauge and the result was within max crimped stent profile measurement. A visual examination (via scope) of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual (via scope) and tactile examination of the hypotube found a kink in the hypotube within the strain relief. A visual (via scope) and tactile examination of the shaft polymer extrusion found no issues. A visual (via scope) examination of the tip identified tip damage. The device was loaded onto and tracked over a 0.014 inch' guidewire without issue. Balloon inflated successfully to rated burst pressure, stent deployed successfully, some deformation of deployed stent noted at the same proximal location as damage noted when stent crimped, vacuum pulled and device deflated fully in 10 seconds. Note encore inflation device verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that the customer was dissatisfied. A 12 x 4.00 promus elite stent balloon was used inside the patient during a procedure. The customer was reported to be very disappointed. No patient complications were reported in relation to this event. However, device analysis revealed stent damage.